Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual inspection reveals marks of wear in the pedals and buttons. It was identified stains inside of the device. Also, it was observed biological residues in reverse pedal. The pins of the connector were in good conditions. Due to the device has been contact with liquid inside of it and have presence of stains inside, the functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a wear or exposure to a foreign residual of device's internal components, since this is a reusable device, the constant manipulation between surgeries, sterilization process and procedural variables, such handling of the device or product interaction during procedure can lead to a non working device. However, this cannot be conclusively affirmed. As per the instructions for use, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. UDI: (B)(4).

Event description:
It was reported by the sales rep that the foot pedal(fms vue/nextra) device was not functioning properly. During an in-house engineering evaluation, it was determined that the device had biological residue in the reverse pedal. There were no adverse patient consequences reported. No additional information was provided.